Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. However, during previous service the batteries and harness were replaced.